Event description:
It was reported the programmer rf (radio-frequency) head failed to identify a medtronic device. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the rf head was not able to interrogate and it also failed functional testing, as a result the cable was replaced. It was also noted that the lens was cracked. (B)(4).